Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that prior to a procedure the synthes drill would not stop spinning. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure the synthes drill would not stop spinning. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a bent driveshaft. The device was discarded by the user facility.